Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
A manual guided reset procedure was performed.

Event description:
It was reported that when the device was interrogated, a blank page appeared. It was noted there was multiple flipped bits detected. The device remains in use. No patient complications have been reported as a result of this event.